Event description:
The hospital reported that during an endoscopic vein harvesting procedure, barb wire was coming off end of vasoview hemopro 2 heater wire. No components of the device (metal / silicone) were detached into the harvesting tunnel / inside the patient. New kit was opened to complete procedure. There was no procedural delay. No harm to patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device was returned to the factory for evaluation on 09/27/2023. An investigation was conducted on 10/03/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. A microscopic inspection was conducted. The heater wire, as well as the clear silicone insulation of the hot and cold jaws, was observed to be intact with no visual defects observed. The shrink tubing was observed to be peeled around the metal shaft pin. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent; wire" was not confirmed, however the analyzed failure "peeled; shaft" confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000328534 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.